Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was stated that due to inaccurate readings insulin was not administered by the pump. The went to the hospital, and the ketones were elevated, but no other specific symptoms were reported. When a fingerstick was taken the blood glucose reading was over 27.6 mmol/l, but no cgm reading was reported. The patient was treated with intravenous insulin and saline. At the time of the report the patient was still at the emeregncy room and arrived 1 hour before and was still hyperglycemic. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.